Manufacturer narrative:
(B)(4). One used lf1537 device was received for evaluation. The returned sample did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection noted that the device had been heavily used. The reported condition was confirmed. The investigation found that the latch could not open the jaws. The latch tines were broken so there was no compression force. The device was disassembled and pmv found the latch tines were broken as if excessive force was placed on the latch. The investigation identified the root cause of the reported event to be attributed to rough handling by the user. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the handle became locked in the middle of the procedure.